Event description:
International affiliate reports that following refill of the implanted pump, the pt displayed symptoms of overdosage. The surgeon assumed that the flow was too high and the pump was explanted.